Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a revision surgery for lead migration the patient's lead found to be fractured (see also MFR. 1627487-2018-05560 for lead migration). The lead was replaced with a new one restoring therapy.